Manufacturer narrative:
Additional information provided: b.3. (Event date). The customer¿s reports that either a male luer or a tip of the syringe was lodged inside the valve was confirmed. The set was visually inspected for cracks, misassemblies or damages to the components. Visual inspection of the set noted that a male luer tip was found lodged into the female luer port of the maxzero. Closer inspection under magnification observed stress marks at the break site of the male luer tip. No fractures or tool marks were observed on the maxzero. An attempt to remove the male luer tip from the maxzero was not successful. The customer did not send in the mating set or syringe that the male luer came from functional testing was deemed unnecessary due to the broken male luer tip lodged inside the maxzero. The root cause of the male luer break could not be determined.

Event description:
It was reported that the maxzero connector fractured. It was observed that either a male luer or a tip of the syringe was lodged inside the valve. It was also reported that the involved product was received from cardiac intensive care unit (cicu). It was further confirmed during follow up, that there was no patient harm or impact as a result of this event. Although requested, additional event information was not provided.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient information was not provided.

Event description:
It was reported that the maxzero connector fractured. It was observed that either a male luer or a tip of the syringe was lodged inside the valve. It was also reported that the involved product was received from cardiac intensive care unit (cicu). There was no patient injury. Although requested, additional information was not provided.